Event description:
A ventilator was returned to the manufacturer due to the screen freezing while powered on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display would have needed to be replaced. The device was scrapped.